Event description:
The patient reported that on (B)(6) 2011 she went to the emergency room (ER) with blood glucose (bg) of 498 mg/dl and ketones. She stated that she remained on the pump and was also placed on an insulin drip. The patient stated that she was not admitted to the hospital, and was discharged from the ER with a bg of 179 mg/dl. She stated that after leaving the ER, her bgs have remained between 300 and 400 mg/dl, and that if she corrects via syringe injection her bg comes down to 106 mg/dl. Customer support completed troubleshooting and found no issues with the pump. There were no reported site or set issues. The patient stated that she had been changing the site/set every four days. The user guide instructs the user to perform site/set changes every three days. The patient noted that the previous cartridge was wet when removed from the pump, and she stated that there was insulin in the cartridge compartment and the pump smelled like insulin. The patient did not save the cartridge for return. This complaint is being reported due to the patient's alleged hyperglycemic even; troubleshooting indicated that a leaking cartridge may have caused or contributed to the reported bg excursion.

Manufacturer narrative:
(B)(4). Device evaluation: a retain cartridge sample from lot # b201582 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.